Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was noted that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/17/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump black box revealed unexplained pump reboots. There was evidence of moisture contamination behind the display lens. There was evidence of moisture contamination inside the battery compartment. A leak test showed a leak at the pump case crack as well as the battery compartment crack. The load/step operation or the 24 hour basal program was unable to be performed due to internal moisture contamination. Unrelated to the original complaint, the battery compartment was found to be cracked in the thread area and below the grip pad. The battery compartment threads were found to be damaged. During investigation, a cs 078 motor rewind error was received during each ¿rewind¿ attempt. Additionally, the pump powered with the returned battery cap to a dim and discolored display. The battery cap was unable to fully tighten. The battery cap measures were within specifications.